Event description:
Reporter stated the buttons on the infusion device work intermittently and the protective rubber is cracked. No physiological effects were reported. The infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.